Event description:
Revision surgery - dislocated.

Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The previous surgery and the revision detailed in this investigation occurred over 11.6 years apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. Initial or prolonged hospitalization was required. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) was not conducted since the lot number was not provided or determined during the complaint evaluation. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. Given the complaint history of the listed items (since a DHR review could not be conducted), there were no findings that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.